Event description:
It was reported that, approximately two weeks after the implant procedure, the implantable cardiac monitor (icm) implant site was not healing and the patient "didn't like how (it) looked." The device is scheduled to be explanted. No further patient complications have been reported as a result of this event.